Manufacturer narrative:
This report is submitted on sep 14, 2021.

Event description:
It was reported that the patient experienced skin breakdown on temple areas and was infected (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, there was no skin breakdown and infection reported for this patient. This report is submitted on october 06, 2021.